Event description:
Before operation, the physician did the test according to the labeling. During the implantation, the catheter was stuck for unknown reason.

Manufacturer narrative:
Device has not been returned to manufacturer.